Event description:
It was reported that the patient was experiencing chest pain with global st elevation noted on EKG and elevated troponin post-pacemaker implant. The patient was brought back to the cath lab for an angiogram and cardiac echocardiography revealing no abnormality. The physician concluded that the patient had developed takotsubo unrelated to the device procedure. However, the decision was made to revise the rv lead, and the patient did well with no further issues.

Manufacturer narrative:
The lead was returned for evaluation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.